Event description:
It was reported by the affiliate that during a gyn procedure, the balloon broke, case completed with another device of the same product code. No patient consequence noted. The device will not be returned.